Event description:
It was reported that a year after implant the patient developed a pocket infection. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced. The patient is enrolled in the alternate site cardiac resynchronization (alsync) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364trm ICD, (B)(6) 2013; 0295 competitor lead, (B)(6) 2013. (B)(4).